Event description:
On 21may2024, a patient (pt) in brazil called to report experiencing swollen eyes, allergy, pain, redness, dry eye sensation, ¿sand sensation on eyes,¿ and itching in both eyes (ou) on (B)(6) 2024 while wearing acuvue®2 brand contact lenses (cls). The pt is going to an eye care professional (ecp) today. The pt used lacrifilm saline solution, as needed, and continues to wear cls with symptoms. No additional information was provided. On 21may2024, the pt provided additional information by email. The pt visited an ecp today and was advised ¿it caused inflammation caused by staphylococcus, which could have been caused by the lens that caused the inflammatory condition.¿ the pt was asked to suspend use of cls for 14 days, during treatment with ¿an antibiotic and a lubricant.¿ a copy of a prescription was attached: lunah 1 drop every 2 hrs and cylocort 1 drop every 6 hours for 14 days. On 31may2024, the pt provided additional information. The pt was treated at a public hospital where the treating ecp did not provide a written diagnosis. The pt is an experienced cl wearer. No additional information was provided. On 31may2024, the treating hospital was called for additional medical information. The hospital can only provide additional information to the pt. On 31may2024, the pt was called and agreed to obtain medical reports from the treating hospital and send via email. On 04jun2024, the pt provided additional information. The pt requested the medical report from the treating hospital today. The medical report could not be provided. No new information was received. On 05jun2024, the pt provided additional information. When the pt returned to the hospital to request the medical report yesterday, an ecp analyzed both eyes (ou) and the ou "are back to normal with no symptoms." The pt has not returned to contact lens wear. No additional information was provided. No additional information is expected. This staphylococcal eye infection is being reported worst-case as we were unable to verify the diagnosis with the treating ecp. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b014z8b was produced under normal conditions. The right eye (od) suspect product was requested for return for evaluation, but has not been received. No additional evaluation can be conducted. This report is for the pt's right eye (od) event. The report for the pt's left eye (os) event will be provided in a separate submission. If any further relevant information is received, a supplemental report will be filed if applicable.

Manufacturer narrative:
One lens case containing 1 lens for lot number b014z8b was received. Magnified visual inspection was performed and revealed no abnormalities with the lens. No additional investigation can be performed. No additional information is expected. If any further relevant information is received, a supplemental report will be filed, as appropriate.